Event description:
An event occurred on an unknown date 6" smallbore trifuse ext set w/3 microclave® clear, 2 check valves, 0.2 micron filter, 3 clamps (white, blue, yellow), rotating luer experienced leakage. The report stated that it is faulty and leaking filters. There was unknown patient involvement and unknown harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown. (B)(6) 2024 has been used as a place holder. D9 - date returned to mfg - 18 jul 2024.

Manufacturer narrative:
Eleven new list #mc33547, 6" were returned for evaluation. As received, there was no physical damage or anomalies, no mating device was returned for evaluation. All the returned sets were primed and there were no leaks from the 0.2 micron filter vent or any other location. The customer's complaint of leaks cannot be confirmed based on the physical sample evaluation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.